Manufacturer narrative:
(B)(4).

Event description:
Index procedure was prompted by unstable angina. Three endeavor sprint drug eluting stents were implanted during the index procedure; two in the lad, one in the 1st diag. An angiographic complication of dissection occurred during the index procedure, during treatment of the lad.